Event description:
It was reported that; patient called initially requesting information on if a product he had implanted was recalled. He has no product information and indicated he has experienced pain which were implanted in 2006.

Manufacturer narrative:
Method: risk assessment; results: visual, dimensional and functional analysis could not be performed as no items were returned. Conclusion: the event could not be confirmed nor the root cause of the reported event determined because no device and/or insufficient information was provided for review.

Event description:
It was reported that; patient called initially requesting information on if a product he had implanted was recalled. He has no product information and indicated he has experienced pain which were implanted in 2006.